Manufacturer narrative:
Due to additional information received, this report is being submitted to update the field 'describe event or problem,' (b5) in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During preparation, it was mentioned that the distal tip of the dilator was found to be damaged; described as if it may have been crushed. The device was replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed). It was further mentioned that the tip of the dilator was cracked and the plastic was pushing back. The dilator was not reshaped prior to the issue being noted, nor was it inserted into a sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for an watchman procedure. During preparation, it was mentioned that the distal tip of the dilator was found to be damaged; described as if it may have been crushed. The device was replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed).